Event description:
Patient death occurred approx. 14 months post implant of the resolute integrity stent. Cause of death was cardiac (mi).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the rca. It was reported that approx 21 months post index procedure the patient had a resolute integrity drug eluting stent implanted in the lad (non-target vessel). The following day, the patient suffered an mi. Investigator has assessed that the event was not related to the study device and did not involve the target vessel (rca).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The investigator assessed that patient death was unlikely related to the study device.